Manufacturer narrative:
All buttons functioned properly. However, the insulin pump was found with corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was going to a wedding. The customer's blood glucose was 128 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.